Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported a failure to pass the device due to patient's anatomy. A new impella was used. There were no adverse effects endured as a result of attempted delivery of this device.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Based on the clinical account, the root cause of the delivery issue was due to anatomy. This report is being filed as part of a retrospective review of historical records.